Event description:
The complainant alleged that during routine shift by a clinical, the device displayed a "status 56" message. The complainant indicated that there was no pt involvement in the reported malfunction.